Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: three views of the right shoulder demonstrate a reverse total shoulder arthroplasty with fracture in central and inferior screws of the glenosphere. No radiolucency. Osteopenia is present. Overall sizing and fit of the implant is appropriate. A definitive root cause cannot be determined. The reported event for loosening is not confirmed by the mmi; however, the reported event for fractured screws is confirmed by the mmi. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that a patient underwent an initial shoulder procedure approximately 15 months ago. Subsequently, the patient is being considered for a revision due to baseplate loosening and screw fractures. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: compr vrs glen pps min tpr adr cat# 110027734 lot# 66345026. Comp rvs cntrl 6.5x35mm st/rst cat# 115397 lot# 65815314. Comp lk scr 3.5hex 4.75x35 st cat# 180554 lot# 760890. Comp lk scr 3.5hex 4.75x30 st cat# 180553 lot# 66286192. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.